Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer, safety valve, flow transducer tests during pre-use check and gave a technical error indicating an open safety valve when ventilation started. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check due to excessive leakage. Device logs were downloaded and sent for evaluation. No information how the failure was solved or if any parts were replaced has been received. Evaluation of the received device logs confirm the reported problem that several test during pre-use check failed. The tests failed due to excessive leakage and the measured values during the failing tests indicate that the safety valve was not closed. There is no technical error logged and no ventilation has been performed during the last three months before the event occurred. The reported technical error cannot be confirmed in the device logs but an open safety valve will lead to the reported technical error. The log show that the first pre-use check failed on 01/16/2018 therefore the event date is updated accordingly. With the limited information in this complaint the cause of the event cannot be determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. (B)(4).